Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the surgivac evacuator was not able to be used due to air leak in the "hold" position. There was no patient harm or delay reported, and procedure was completed with an alternate device.